Event description:
It was reported that during a procedure, the fiber port failed. Error 100 occurred. The procedure was not completed due to this event. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the device, the procedure and patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse identified the folding motor assembly had become loose in the fiber port, thus the fse reseated and tightened it. The laser passed full testing. Based on the information available and analysis results, the reported events were confirmed as reseating and tightening the folding motor assembly resolved the issue. The loose folding motor assembly is most likely the reason that contributed to the reported difficulties. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the fiber port failed. Error 100 occurred. The procedure was not completed due to this event. There were no patient complications. Boston scientific has been unable to obtain additional information regarding the device, the procedure and patient outcome to date, despite good faith efforts. This event is being reported for aborted/cancelled procedure with or unknown sedation.